Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric ilet user experienced hypoglycemia after meals characterized by rapid postprandial hyperglycemia followed by automated corrections and subsequent low blood glucose, with a documented nadir of 54 mg/dl and approximately 10 minutes spent below range; care team counseling advised more complex meals with added fat, fiber, and protein. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included temporary interruption of normal glycemic control that was self-managed at home without hospitalization. Investigation included customer care follow-up, collection of a blood glucose questionnaire, and troubleshooting with user education on meal composition and treatment of lows. Investigation of this case revealed that the event was associated with dietary choices of refined carbohydrates and subsequent corrective actions rather than a confirmed device malfunction. It was concluded that the cause of hypoglycemia was unclear with no evidence of device failure; the event was resolved with oral carbohydrate treatment per rule-of-15 guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.